Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: about 9 years after primary cementless tha, revision of the acetabular cup is required because of development of bone granuloma, according to report. The etiology of this development is unknown. Nothing in the report or the one image supplied makes us suspect that it could be related to any kind of implant malfunction. Batch review performed on 12 november 2025: lot 164410: (B)(4) items manufactured and released on 4-oct-2016. Expiration date: 2021-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 8 years and 8 months after the primary surgerybecause of development of bone granuloma at acetabulum bone level. The shell was migrated from its original position. The etiology of this development is unknown. No infection detected.